Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed that the lens was too tight when inserting into eye. The lens was explanted and replaced with another lens during initial procedure. The procedure was completed on same day. Additional information received and stated that the lens was tight when inserting into the eye so the surgeon was not sure of the reason which caused the iol damage.

Manufacturer narrative:
Corrected information was provided in b.5 and product problem code a0401 was added. The product was returned for analysis and damage was observed to the intraocular lens (iol). Iol returned positioned incorrectly in the iol case. Solution is dried on the iol. The optic is torn/split-cut dividing the iol in two with the two segments adhered to each other with solution. The tip of one haptic is broken and not returned, the other haptic is deformed. Unable to conduct dimensional testing due to condition of returned sample.a used company cartridge was returned. Inadequate viscoelastic was observed in the cartridge. No cartridge damage was observed. The cartridge had evidence of placement into a handpiece. The company cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. The root cause for the reported ¿lens too tight¿ and "following haptic broke off lense" may be related to a failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the cartridge. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated that the iol was located in the center of the eye with a clear optic and no change in orientation. One haptic was broken and replaced with another lens during the initial procedure. Vitrectomy was not performed. The patient did not notice any decrease in vision. According to the surgeon, the lens was tight while inserting into the eye, and the surgeon was not sure of the reason. The current patient prognosis was good, and the original procedure was not complicated in any way.